Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (batteries are draining) has been confirmed. Upon evaluation, it was discovered that the response buttons were warm to touch when the monitor was powered on. Component u6 was found to be drawing excessive current. The root cause of the defective u6 component cannot be positively identified. Once u6 was replaced, the monitor was fully functional. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that both of his battery packs are not lasting over 10 hours. The patient was issued a replacement monitor.